Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and urge incontinence. It was reported that the patient stated that they have not been able to use the restroom and that the muscle around her bladder is a bit sore. The patient also stated that the stimulation was set at 2.2 and that they are feeling pain in the nerves in their back and butt cheek. The patient stated that when they lay down and sits it is uncomfortable so they are sleeping on their side. The patient was concerned that even with laying on their side that they might turn off their stimulation. Additional information was received on (B)(6) 2021 indicating that the patient stated that they had just gotten back from the emergency room. No further complications were reported at this time. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.